Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation is cut at 26.7 and 28.1 cm, blood is visible inside the proximal conductor (the cut likely occurred during implant). The proximal conductor is distorted at 26.7 cm. Tissue and blood visible in helix, helix appears slightly stretched/bent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post system revision, it was noted that the right atrial (ra) lead exhibited high thresholds, intermittent capture, and undersensing. The lead was reprogrammed, and subsequently repositioned. The following day, the lead was found to have pulled back, resulting in persistent high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.